Event description:
Surgeon attempted to insert lens into pt's eye and the lens cracked. Attempted to insert second lens into the same pt's eye and it folded the wrong way. Third attempt with third lens worked.